Event description:
A distributor representative reported that a patient underwent a revision surgery to remove a broken pedicle screw. The patient had apparently complained of continued pain post-op. Information received suggests that a non-union of the vertebrae contributed to the screw break.

Manufacturer narrative:
Additional information pertaining to the event was not provided, including product info, pt info, and the date the device was implanted and explanted. The distributor representative indicated that there was some info to suggest non-union of the spinal segments. The device was not retained for evaluation. At this time there is insufficient info to draw a conclusion for the alleged screw break, although lack of fusion appears to be the probable cause. The device is intended for temporary fixation to immobilize and stabilize the spinal segments while awaiting bony fusion to take place. After solid fusion occurs the system serves no functional purpose. A lack of fusion can lead to material fatigue and eventual failure of the implant.